Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds shortly after implant. During lead check up, it was identified that this ra lead was dislodged, which also caused loss of capture and low amplitude. Subsequently, the ra lead was successfully repositioned during a revision procedure. No additional adverse patient effects were reported.